Event description:
A malfunction was reported on a pump while the caller was performing a software update. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.